Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the representative met with the patient to perform the physician recharge mode. The patient did charge their device to full that day and the power on reset (por) was cleared. The patient went home and was told to continue charging their implant; the patient indicated they had been charging their device and had been using their stimulation. No symptoms or further complications reported.